Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had evidence of oversensing post wound closure when touching the patient's sternum. The physician elected to reposition the electrode more medially which resolved the issue. The electrode remains implanted and in service.